Manufacturer narrative:
H3. Analysis of the pump identified that the pump reached its elective replacement indicator (eri) based on time progression, as expected. Analysis of the catheter identified a break in the catheter. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Section d references the main component of the system. Other medical products in use during the event include: brand name tbd; product ID 8731 (serial: (B)(6)); product type: 0184-catheter; implant date (B)(6) 2004; explant date (B)(6) 2024 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider) regarding a patient who was receiving baclofen (250mcg/ml at 17.01mcg/day) via an implantable pump for unknown indications for use. It was reported that at the patient's normal battery depletion pump replacement the sutured pump connector came apart from the catheter. It was unknown if external fa ctors were involved and no diagnostics/troubleshooting were performed. The pump connector segment was replaced and the issue was resolved.